Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) may have exhibited premature depletion. Within one week's time, the device monitoring voltage had gone from 2.96 volts to 2.87 volts. There were no reported adverse patient effects associated with this clinical observation. A memory dump is currently under analysis by the boston scientific technical services representative.

Manufacturer narrative:
To date, information suggests that this medical device remains actively in service. If new information becomes available, this report will be further evaluated and updated. The investigation remains open.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. The device was exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.

Event description:
Additional information was received that this device was explanted for an unknown reason.